Event description:
It was reported that the pump battery was depleting quickly. There was no information available regarding the customer's blood glucose level. The pump was not returned by the customer as it was out of warranty, and no further information was provided.